Manufacturer narrative:
A ge service representative performed an investigation. The ccd camera was found faulty. No further service information is available at this time.

Event description:
The customer reported an interlock error message. The fe confirmed the system could not boot up. There is no report of death or serious injury associated with this complaint.